Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28571. It was reportable that during lead revision procedure, radio frequency (rf) telemetry lockout and false eri/eos was observed on the device. Magnet rate indicated normal battery. Electrocautery was used during lead revision. The device will be interrogated in the future. The patient was stable.